Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00314, 2029214-2019-00315, 2029214-2019-00316. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three implant coils had detachment failures when using the instant detacher (ID-1). The axium 1x3 and 2.5x6 were detached smoothly upon using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use); however, the axium 1.5x4 could not be detached by the manual method. The coil was then pulled back into the microcatheter for removal and suddenly detached inside the microcatheter in the process. The pushwire was removed from the microcatheter and a 0.001 guidewire was inserted into the same microcatheter to push the detached coil into the aneurysm as intended. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment for a 7mm aneurysm in vasculature that was medium in tortuosity. It was noted that the coils were performed with flushing to air flush and there was no resistance at the time of insertion; however, the break indicator cut worse than before and did not feel right during the process of detachment using the manual method.